Manufacturer narrative:
The reported event was not confirmed. The device was discarded by the complainant. Additional information was not provided related to the patient impact or whether the device malfunction occurred during use. The batch record was reviewed. There was no nonconformances documented related to the reported event. This case will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 13feb2019it was reported to anika that the syringe broke. It was not confirmed if the syringe broke during the injection.